Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned and new leads were added. The patient was doing well postoperatively.

Event description:
A report was received that a following magnetic resonance imaging (MRI) the leads were damaged. The patient will undergo a revision procedure wherein the ipg will be reposition and leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that a following magnetic resonance imaging (MRI) the leads were damaged. The patient will undergo a revision procedure wherein the ipg will be reposition and leads will be replaced.